Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a spectrum minocycline/rifampin impregnated double lumen central venous catheter for an unspecified indication. The device was implanted into the right subclavian vein. The guidewire began to kink and bend while the operator attempted to remove the guidewire following successful placement of the catheter. A portion of the wire allegedly came loose in the mid to proximal portion. The site was recannulated and the procedure completed. There are no reported adverse patient consequences. There are no reports of any unintended sections of device retained within the patient. The specific handling, conditions and circumstances surrounding the event are not known. The instructions for use (IFU) that accompany the device state:" if resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result." The device was returned for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the wire guide was inside the catheter. The wire was pulled from the proximal end, but it lodged near the distal end. The wire was ultimately able to be removed by pulling from the distal end. There was a mass of bio-matter that was attached approximately 15.6 cm from the distal tip. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. It is feasible that the wire guide encountered bio matter during catheter placement which caused it to become stuck in the distal end and prevented the removal while pulling from the proximal end. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.